Manufacturer narrative:
Model/lot #: 11/2019. Device manufacture date:12/2015. Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. A batch record indicates that no non-conformances are related to complaint issue were initiated. The batch record review resulted in a previous discrepancy which was investigated in another complaint and has been closed. On the base of information received the investigation concludes the true root cause for the issue "loss of physical integrity of unometer safeti plus product" cannot be identified. No corrective actions are required at the moment. Trend of such complaints issue will be monitored. No additional investigation is needed. A photograph has been received for this complaint, which was evaluated. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on november 03, 2016. (B)(4).

Event description:
Complaint from a nurse reporting "on opening the package, it was noted the burette had a crack and split. The item wasn't dropped by the person opening but they don't know if it was dropped earlier." A photo was provided which shows a crack in the chamber. No patient harm was reported.

Manufacturer narrative:
This supplemental is being submitted as a sample product was received and evaluated. The defect was confirmed regarding the reported complaint of a crack and split on the product. No further investigation is required. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA .(B)(4).